Event description:
It was reported that during a pci/stenting treatment procedure, difficulties were encountered with the wallstent iliac stent delivery system. During delivery of the stent, the delivery sheath became disconnected from the hub of the delivery system. The pt was asymptomatic during this event. The lesion being treated was a 70% stenotic lesion in the superior vena cava. The physician used a .035 terumo guide wire to cross the lesion. After the delivery sheath became separated, the physician had diffculty placing the stent, and the wallstent was deployed distal to the lesion. A second stent was required to successfully treat the lesion. The procedure was completed successfully, and no pt injuries were completed successfully, and no pt injuries were reported. Pt status is reported as 'good'.